Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that magnet on their device is not working properly. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device has not been returned to stryker for evaluation. The reported issue could not be verified or duplicated. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that magnet on their device is not working properly. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.